Event description:
It was reported that the six months after implant, the patient developed bacteremia. The patient had fever with positive (B)(6) bacteremia. The patient was placed on intravenous (IV) antibiotics. The patient is enrolled in the (B)(4) study. The implantable cardiac defibrillator (ICD) and leads were explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 429878 implantable pacing lead (B)(6) 2013; 407652 implantable pacing lead (B)(6) 2013. (B)(4).